Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 190, 277, 190, 408 and 213 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 135 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2018 she had obtained a result of 32 mg/dl fasting and was having symptoms. Customer stated she does not remember exactly what happened because she was feeling loopy and so she did not recall all of the symptoms. Customer had called the paramedics and customer's blood glucose test result using the paramedic's meter was 46 mg/dl. The paramedics did not bring the customer to the hospital; paramedics had the customer eat and stayed with her until her blood glucose test result obtained using their meter was 150 mg/dl non-fasting. Customer had continued to use the truemetrix air meter afterwards. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 91 mg/dl and 142 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 06/01/2018. The meter memory was reviewed for previous test result history: result 1 :190mg/dl date:(B)(6) 2018 time:09:02am fasting; result 2 :277mg/dl date:(B)(6) 2018 time:10:24am fasting; result 3 :190mg/dl date:(B)(6) 2018 time:12:33pm fasting; result 4 :408mg/dl date:(B)(6) 2018 time:02:34pm fasting; result 5 :213mg/dl date:(B)(6) 2018 time:07:30pm fasting.